Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced when the returned device was tested with olympus, model series 180 scopes; the cause was assigned to a printed circuit board failure (patient board set). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the front socket was not working. The problem, as reported to olympus, was identified during preparation for use. Upon inspection and testing of the returned device, it was found that no image was present when the unit was tested with olympus, model series 180 scopes. This report is submitted due to no image present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 31 january 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set (ap board and dr board) could not be identified. However, it¿s likely the cause of the faulty dr board (printed circuit board) is related to its design. A design change was implemented on april 16, 2018. This confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.